Manufacturer narrative:
(B)(6). Lot 16e012 was manufactured may 5, 2016 ¿ may 6, 2016. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a small volume folfusor had not fully infused. The device had been filled with fluorouracil hs wp 4275mg in sodium chloride 0.9%. The expected infusion was 46 hours but the folfusor had an unknown amount of drug left. There was no patient injury or medical intervention associated with this event. No additional information is available.